Event description:
Complainant alleged that during routine testing, the down arrow energy select button causes the device to begin charging. There was no pt involvement during the reported malfunction.